Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a dim display. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the device had a dim display. The remote service engineer (rse) provided the customer with the part numbers of the replacement liquid crystal display (lcd) assembly, lcd cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, ui pcba, lcd tray, and m2x3 socket hd screw to upgrade the customer's first-generation lcd assembly to a second-generation lcd assembly. The rse also provided the customer with the part number of the complete ui assembly for repair. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 03oct2025, 10oct2025, and 17oct2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.